Event description:
A malfunction alarm, identified as malf 12, was reported, which did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support provided information to reset the pump, assisted the customer with the reset, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any issues reoccurred.